Event description:
It was reported during a laparoscopic cholecystectomy while using a 511sd trocar the white ring on the flapper valve became disconnected from the trocar and was found lying on duodenum. The surgeon doesn't know the ring became dislodged but she was using a 10mm dissector during the procedure. The ring was removed through the trocar and the case was completed with the same 511sd troar. The surgeon reports the trocar was leaking pneumo.